Manufacturer narrative:
E1: customer site was (B)(6) hospital (B)(6). Reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including infection and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 4, "system monitor," outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7, "alarms and troubleshooting," outlines system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to walled-off pancreatic necrosis infection (pancreatitis). The patient experienced low flow alarms. The device reported to function properly at the time of death. The device was not explanted.